Event description:
It was reported that the patient showed up in the emergency room with runs of asystole and non capture. Varying thresholds were noted. The output of the device was increased and ventricular capture management was programmed off. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.